Event description:
End user is stating that joystick that not going the direction it is supposed to go, for example when going to turn left, it would go right. The chair is getting a right brake fault, which means the left motor is bad.

Manufacturer narrative:
(B)(4). - the device in question has been returned and evaluated for failure confirmation as of (B)(6) 2015. The evaluation confirmed the complaint with respect to the customer reported issue. The most likely underlying cause was determined to be broken standoffs allowing for a loose connection. Follow-up filed.

Event description:
End user is stating that joystick that not going the direction it is supposed to go, for example when going to turn left, it would go right. The chair is getting a right brake fault, which means the left motor is bad.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.